Manufacturer narrative:
The customer reported that this central nurse's station (cns) using an hdmi aten kvm was not displaying anything on the screen. Technical support (ts) had the customer verify that the display and kvm were receiving power and that all cables were properly connected. The kvm seemed to be working as the alarm indicator was still functioning. The customer will contact their account executive to purchase a new monitor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) using an hdmi aten kvm was not displaying anything on the screen. There was no patient injury reported..

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) using an hdmi aten kvm was not displaying anything on the screen. Technical support (ts) had the customer verify that the display and kvm were receiving power and that all cables were properly connected. The kvm seemed to be working as the alarm indicator was still functioning. The customer will contact their account executive to purchase a new monitor. Investigation summary: the root cause for the reported issue could not be determined as the devivce was not returned for evaluation. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/25/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 03/27/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 04/03/2025 I called kali to gather device models and serial numbers of any device that was connected to the reported device. A message was left for kali to call me back with this information. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) using an hdmi aten kvm was not displaying anything on the screen. There was no patient injury reported.